Event description:
It was reported that the left ventricular (lv) lead exhibited post-operative dislodgement with diaphragmatic nerve stimulation. The patient noted there was a thumping in their abdomen after the procedure and a device interrogation indicated there was no lv capture. The device was programmed to ddd and the lv lead was inactivated. A chest x-ray confirmed dislodgement of the lead and it was later extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.